Event description:
It was reported that the customer experienced an elevated blood glucose reading displayed as "high"; although specific value was not provided. Reportedly, the customer's insulin had been exposed to extreme temperatures. Tandem technical support educated the customer on insulin labeling. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support provided instructions for inspecting the site and tubing, confirming proper insulin storage, and ensuring drops of insulin were observed at the end of the tubing. The customer reported that blood glucose levels began to decrease, and they were advised to monitor the levels further and call back if additional assistance was needed.